Event description:
It was reported that a movement/shift and leak occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. Upon initial deployment, the closure device pushed out unintentionally, and the position became proximal. The shoulder was extended on the posterior side at 135 degrees, but since there was no leak, this positioning was deemed acceptable. After the tug test was performed twice, the closure device was noted to be anchored properly via fluoroscopy and transesophageal echocardiography (tee). The closure device was successfully implanted in the laa. At the patient's 45 day follow up appointment on (B)(6) 2021, tee showed that the posterior side of the closure device at 135 degrees moved to the left atrium side of the appendage, and blood flow from under the fabric of the closure device was seen entering the laa. It was confirmed the closure device was not anchored properly in the laa. No patient complications were noted and the patient continued their anticoagulation regimen.